Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On 12/25/2023, the patient´s partner called an ambulance after the patient had a hypoglycemic event and started convulsing. It is not known what treatment was provided by the partner, but it was stated that when the paramedics arrived, no treatment was given anymore. The paramedics checked the fingerstick and even though no values were reported, it was stated that the patient was stable at that moment. The partner did not take any fingerstick for comparison during the event as they thought the cgm reading was correct, but it was mentioned by the paramedics that the cgm would not have been functioning correctly. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.